Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a same day check following the device replacement, the amplitude measurement had decreased and the threshold measurement had increased on the right ventricular (rv) lead. X-ray confirmed the rv lead had dislodged. The rv lead was successfully repositioned. No additional adverse patient effects were reported.